Event description:
During a device upgrade procedure, high pacing impedance was observed after the left ventricular lead and right ventricular lead were connected to the device. The leads were tested independently via a pacing system analyzer and the pacing impedance values were normal. The lead connectors and device ports were cleaned and the leads were reconnected. However, the out of range measurements remained. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of high impedance was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and no anomalies were revealed. Additionally, the battery voltage measurement and fuel gauge measurement trends were reviewed and no anomalies were noted.